Event description:
The account stated, the architect anti-hbs assay is generating unexpected reactive results. The same architect anti-hbs specimens test axsym ausab negative. The architect anti-hbs controls are in range. The account used serum samples for testing. The reactive architect anti-hbs results were not reported outside of the lab. No impact to pt management was reported. Hbsag = 39.83 (no units of measure given, method unk). Architect anti-hbs = 23.64 miu/ml reactive. Axsym ausab = 6.2 miu/ml negative.

Manufacturer narrative:
Investigation in process, no conclusion can be drawn. The basis for this report is that there is a similar product marketed in the united states (us). The us product list number is 1l82 and is marketed as architect ausab. This product meets the criteria for a 5-day MDR as described in the FDA's notice dated april 8, 2008 [to mfrs and initial distributors of medical devices that may contain heparin or are heparin-coated], and abbott is submitting this 5-day MDR. Our investigation into this event is ongoing and a supplemental MDR will be submitted at the conclusion of our investigation.